Event description:
It was reported that during the preparation for an inflatable penile prosthesis (ipp) procedure, a hair inside the sterile packaging was detected; therefore, the ipp was not utilized. Another device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 cx preconnect (2 cylinders and ms pump) sterile package underwent a thorough analysis. The ams 700 cx preconnect sterile package was visually inspected, revealing a foreign material inside the sealed sterile package. Based on the information available and analysis results, the foreign material identified in the ams 700 cx preconnect sterile package confirmed the reported clinical observations.

Event description:
It was reported that during the preparation for an inflatable penile prosthesis (ipp) procedure, a hair inside the sterile packaging was detected; therefore, the ipp was not utilized. Another device was used to successfully complete the procedure. There were no patient complications.